Event description:
It was reported that when using the bd pyxis¿ medbank tower aux tried to issue hydrocodone-apap 5-325 mg tablet, but the code did not work. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that rxverify code did not work when attempting to issue medication. The technical support specialist (tss) determined user was informed to override the transaction since the medication was not listed in the patient¿s order. Remote access was performed, and the override setting was enabled in the cabinet options to allow dispensing. The system functioned as intended after the technical support specialist troubleshot the device.